Event description:
The manufacturer received a report indicating that service was required for a trilogy evo ventilator. There were no reports of patient harm or injury associated with this event. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The device log files were successfully downloaded and reviewed. Analysis identified that a "vent service required" alarm was triggered due to a hardware fault preventing the internal or detachable li-ion battery from charging for greater than or equal to 1 minute. Potential causes include charger circuitry fault, system pca fault, battery fault, power supply fault, or battery cable/connector fault. The internal battery pack was replaced to address the issue. As part of 4-year preventive maintenance, the muffler assembly and air inlet foam filters were replaced. Following repair, the device passed all testing.